Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer is questioning an issue with two sets of clinical chemistry serum ict calibrators (lot # 0505017), which generated low potassium assay slopes, low quality control results and low patient results. When the customer opened a new box of the same calibrator lot, all results were back to expected levels. This occurred on two different architect c8000 analyzers. The customer has no patient information. There was no impact to patient management reported.